Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. Cause was not known. The customer did not take any immediate action to address the high blood glucose, but they were instructed by technical support to consult their healthcare provider and contact technical support for troubleshooting if they experience an active high blood glucose event in the future.